Event description:
Pt reported she dropped her cadd legacy pump sn (B)(4) due (B)(6) 2019 for IV remodulin and screen only displays "run", nothing else. She can hear it running, just doesn't display pump rate, amount left. Pt was able to switch to back up pump. Pt had no ae as result of pump malfunction. Pump being replaced and defective pump being returned to pharmacy. No further info. Reported to (B)(6) by pt/caregiver. Strength: 1mg/ml.